Event description:
It was reported that a single piece preloaded monofocal intraocular lens (iol) was implanted. Following insertion, a cracked haptic was observed. The lens remained implanted. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section d6b: if explanted; give date: not applicable, as lens remains implanted. Section b3: date of event: unknown; requested but not provided. The best estimate date is prior to jun 11, 2026 "[alert date]". Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.